Event description:
A us distributor contacted zoll to report that a patient developed a pressure wound under the lifevest equipment. Patient described the area as a pressure wound on the back. There was no alleged device malfunction contributing to the wound. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the wound is unknown.